Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign material remained in the a/w (air/water) cylinder and a/w channel since the reprocessing was not completed due to occurrence of leakage at the sealing ring. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that due to damage, switch 3 was not working, the suction cylinder had no color, the scope cover was scratched, and the air/water -cylinder had foreign objects; due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value, air/water -tube contained foreign objects, the adhesives around the objective lens had white-clouded area, the adhesives around the light guide lens had white-clouded area, the adhesive on bending section cover was detached. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air/water leakage issue. The device was returned for evaluation. During the device evaluation, a white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.